Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable failed visual inspection as a broken pin was observed inside the round 25 pins connector. The cable passed continuity tests as there were no short or open detected. When the cable was tested with a known good lab device a "snsr off" error message was displayed due to the broken pin. A review of the lot information was performed and there were no previous reported issues prior to this reported event.

Event description:
The distributor reported "the customer is saying the further re-occurrence of the issue that they have recently reported (B)(6)) occurred when they were in the patients home rather than in the helicopter. After approximately 10 minutes of monitoring the spo2 on the patient the spo2 monitoring stopped working. When they unplugged the patient cable they found a broken pin in the socket on the patient cable. As the fault results in the pin from the plug getting stuck in the socket it renders the spo2 monitoring completely disabled even if they had an spare patient cable. Apparently this patient cable had been attached to the tempus (i.e. Not unplugged) for a long time and used regularly up to this point."